Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. The patient's family reports that he died due to device failure because his health did not improve after device implant. The cause of death was congenital heart failure and renoprival failure.